Event description:
"(B leaking implants, recurrent ptosis). S/p b subpec transpex gels (300cc), for augmentation. Pt denies decreased size or change in shape/texture other than increased drooping over the years. Has had some intermittent burning pain in l breast (voq) recently with "muscle flutters" - denies h/o trauma. Desires removal and replacement because worried about the implants, their age and feels "something is wrong" with l implant. Denies systemic sxs but has had some intermittent 1-2 days of fatigue, occ ha's, and sens sun. Otherwise the pt is healthy."